Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was advised that pump would be replaced under warranty, to use multiple daily injections as backup insulin therapy, to place pump into storage mode, and return it with pre-paid label.